Event description:
The customer reported having a problem with the insulin pump. She stated that insulin squirted out during the manual prime process and the device alarmed. The customer mentioned that she has been moving and it has not dropped, but it may been banged around from her moving. The blood glucose reading was 110mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. However, the device was received with slightly loose drive support disk, scratched screen, and cracked case at the display window corners and battery tube threads.